Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurately high compared to some other devices. The reporter claimed obtaining blood glucose readings of "195, 190, 195 and 190mg/dl" respectively with the subject meter and "130, 140, 128 and 138mg/dl" respectively on the other devices. Each comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of each of these glucose results exceeds lifescan¿s criteria for accuracy. These complaints are being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.